Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Clinic reported a patient who experienced redness, swelling, pain, and lumps in both axillae 9 weeks post miradry treatment. Antibiotics were prescribed. A culture was taken of the affected area (date unknown). The culture result was positive for staphylococcus sylosus. All symptoms resolved.